Event description:
The patient called lifescan and alleged the surestep enhanced meter was giving error 1. No symptoms of high or low blood glucose were reported and no treatment was sought. The customer care rep performed troubleshooting, correct strip insertion was verified, meter cleaned and the error 1 still appeared. The color chart comparison closely matched 350 mg/dl. Based on the info supplied by the patient there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.